Manufacturer narrative:
This report or other information submitted by joerns healthcare under 21 cfr part 803, and release by FDA of that report information, does not reflect a conclusion or admission by joerns healthcare, its employees, its contract service firms, or their employees, finished device suppliers, or their employees caused or contributed to the reportable event.

Event description:
It was reported to the manufacturer, by the end user, per the end user, that reporting the spreader bar transport basket appears to be hanging on the bolt or pin too loose, and also will not hold the spreader bar when placed in the basket. - also saying the elastic leg restraining needs to be replaced (states the plastic knob is broken) contributing to an injury. - fyi - found chg repl (B)(4) for a battery, no defect upon return and inspection - states injury to fingernail on left middle finger saw blood under fingernail (incident rpt created). - states this was caused from the plastic knob on the elastic leg restraint; but then says it was caused from the leg of the lift hitting her finger when the lift was being stored in the folded position. Complaint #(B)(4). Was entered into our system.